Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline and needed resynchronization. A technical support specialist (tse) applied knowledge article manual recovery required and checked the settings and found that the station was out of service and advised the customer to make changes to bring back in service. Later the customer placed in service and requested for the resynchronization. The tss performed full synchronization and confirmed that the upload and download messages were running at current time and the customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was offline and required re-syncing with the server to ensure no transactions were lost. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.